Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 500 mg/dl). A correction bolus via the pump was delivered to address the bg level. The customer reported the cause of the high bg was due to not entering the correct amount of carbohydrates into the pump and overeating. Due to the high bg levels, the customer's healthcare provider adjusted the carbohydrate ratio, basal rate and correction factor settings in the pump.

Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus.